Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during regular follow-up in clinic, the right ventricular lead was found to have electrical anomalies. Further interrogation noted that the lead was dislodged. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable throughout the event.